Manufacturer narrative:
Device evaluation-valuation of the returned product found that the iol remained inside the nozzle and the figure of the folded lens was correct. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down correctly. There was a gap between connection of screw plunger and main body lug and the screw was unable to screw (push). There was no irregularities found on injector and iol,all met criteria. (B)(4).

Event description:
The reporter stated that upon handling the rod of a (B)(4) 23.0 diopter preloaded injector, the rod passed above the iol and the lens became stuck inside the injector. There was no patient injury and the surgery was cancelled.